Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
On (B)(6) 2022, following a haircut, the mother noted redness along the patient's left temple-scalp area. The patient was treated with antibiotics prior to hospital admission on (B)(6) 2022. On (B)(6) 2022, the patient underwent an explantation of the rns neurostimulator and two depth leads with a washout of the scalp, the patient continued oral antibiotics for 14 days after with a plan to complete a total of 8 weeks.

Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
On (B)(6) 2022, following a haircut, the mother noted redness along the patient's left temple-scalp area. The patient was treated with oral and IV antibiotics because of a positive bacterial culture (pseudomonas) prior to hospital admission on (B)(6) 2022. On (B)(6) 2022, the patient underwent an explantation of the rns neurostimulator and two depth leads with a washout of the scalp, the patient continued oral antibiotics for 14 days after with a plan to complete a total of 8 weeks.